Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was providing inaccurately erratic results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 12:00 he obtained results of ¿263 and 62mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged issue. The patient reported that ¿moments before¿ the issue occurred, he had developed symptoms of ¿tired, heart beating too much and sweating¿ and stated that he self-treated with sugar. During troubleshooting the cca noted that the patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.